Event description:
A power-on-reset (por) condition was reported. The patient's programmer displayed a "call your doctor" icon which he noticed the previous day, and he was unable to adjust stimulation. The reporter indicated that the patient had had surgery, "had been laid" and had not used his device. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient's physician didn't know what the por message was and was trying to figure it out. The next day, it was reported that a manufacturer representative was scheduled to meet with the patient on (B)(6) 2013 to clear the por and review programming. The reporter stated that there was no known cause of the event although it was possibly a recent flight. It was reported that the issue had not yet been resolved and the device needed to be reset by the clinician programmer. Nine days later, it was reported that the patient's device was turned back on using the clinician programmer. The reporter stated that the patient was "doing great."

Manufacturer narrative:
Product ID, 3093-28 lot# v261764, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).